Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the patient's lenses were turning into cataracts during the fluid cycle of the surgeries. Lenses were clouding posteriorly and sometimes by the next day they had recovered, per the reporter it is not an issue with the infusion line. There was also a belief that the pressures were fluctuating on the system. This issue has happened to both of the facilities surgeons. Additional information has been requested but not received to date. This is one of two reports being filed for this case. This report is for the first surgeon.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).